Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the abdomen on (B)(6) 2020. The patient stated the reaction consisted of itchiness and an infection. The patient was evaluated by a healthcare personnel (hcp) on (B)(6) 2020 who prescribed flucloxacillin 500mg (oral antibiotic), four times a day for 7 days, fucidin h 20mg cream and cavilon barrier cream. At the time of report, the skin reaction was healing. No data or product was provided for investigation; however, a photograph was provided. Confirmation of the complaint was confirmed via photographic inspection. The probable cause could not be determined. No additional patient or event information is available.